Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch profile meter displayed the "not enough blood, retest" message. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said the alleged product issue first occurred on the day before. After the product issue started, the pt felt shaky and disoriented and she was unable to test her blood glucose level. The pt ate a couple graham crackers and started to feel better. The cca walked the pt through cleaning the meter and retesting. The "not enough blood, retest" issue was not resolved. The pt's products were replaced. This complaint is reported because the pt alleges she obtained the "not enough blood, retest" message and afterward felt shaky and disoriented, typical symptoms of hypoglycemia. She claims she treated herself by eating graham crackers and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.